Event description:
A report was received that the patient¿s skin was burnt when charging. The pocket site was warm, red, inflamed and starting to atrophy. The pocket site never healed and the ipg was beginning to erode through the skin. The physician suspected device malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the patient's skin burn could not be determined. The highest charging temperature at the patient's pocket site was within the limit. Sc-5312 (sn: (B)(4)) device evaluation indicated that the charger passed visual and performance tests performed. Three charging tests conducted confirmed that both ipg and charger were behaving normally. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the lead passed photographic imaging tests performed. The lead body was cut. X-ray inspection found no other anomalies. Damage to the device was a result of a typical explant procedure and was not considered a failure. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the lead body was cut. Damage to the device was a result of a typical explant procedure and was not considered a failure. X-ray inspections found two cables fractured at the clik anchor site, 1 cm from the set screw mark. Review of the sterilization records of the explanted devices revealed no anomalies.

Event description:
A report was received that the patient¿s skin was burnt when charging. The pocket site was warm, red, inflamed and starting to atrophy. The pocket site never healed and the ipg was beginning to erode through the skin. The physician suspected device malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-5312 serial/lot #: (B)(4), description: scs charger 2.0 model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm